Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor air/water supply/no output during an unknown diagnostic procedure. During inspection and evaluation, the nozzle was clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to clogging of nozzle, water supply volume does not meet specifications, due to clogging of nozzle, water removal ability does not meet specifications, due to a pinhole on channel-tube, water tightness is lost, cracks and scratch's found throughout the device, plastic distal end cover has a burn and dent, adhesives around light guide lens has white-clouded area, and adhesive around light guide lens is peeled. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not able to be removed by conducting proper cleaning performance due to the foreign material being larger than the inner diameter of air/water nozzle (which somehow got into the air, water channel, causing the clogging). The material was likely body fluid, residual filth, or medical agent related. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [3.8 inspection of the endoscopic system]. Inspection of the objective lens cleaning function inspection of the water feeding function. 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of removing the remaining water from the objective lens. 1. While observing the endoscopic image, feed air by covering the hole in the spray valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.